Event description:
A company representative - service personnel contacted technical service to report that the viking m lift had an issue, when trying to lift a patient the back left wheel comes off the ground like it is going to tip. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
During follow up with the customer, it was reported that the account determined that the frame was bent. The account declined to repair/replace this device and has scrapped the lift. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. Although the lift was not available for inspection and a root cause of to the reported malfunction could not be confirmed, if the lift were to tilt during a patient transfer due to a bent frame, it could lead to serious injury or death. Therefore; baxter is reporting this complaint.